Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, mfg. Site ID: p1005a. Product ID: b3300542m, mfg. Site ID: p1005a. Product ID: b3400060, mfg. Site ID: p1005a. Product ID: b3400060m, mfg. Site ID: p1005a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's impedance values on the left lead were all high, and some on the right lead were high.  The manufacturer representative (rep) said the impedances were normal around six months ago during their last appointment. The rep initially stated that the patient hadn't noticed a change in the therapy but then stated that the patient was still having a lot of seizures, and per the patient, they may have had an increase since the last appointment, but they weren't sure. The patient didn't remember having any falls/trauma. The rep ran impedances at various settings, and all pairs (monopolar and bipolar) showed red/high on the left side. On the right side, all pairs (monopolar and bipolar) showed red/high with eight and 10a, and all pairs with nine showed orange/over 10k ohms. The issue was not resolved through troubleshooting. Tss reviewed the potential for connection issues on the left side and/or damage on both the left and right sides. Tss suggested imaging of the system, but likely, intra-op exploration will be needed to determine the cause of the impedance issue and component replacement. Tss reviewed that they may want to turn the left implantable neurostimulator off as there aren't any viable programming options, and it is just draining the ins at this point and consider reprogramming on the right side or turning it off as well. Additional information was received from the manufacturer representative (rep) that the cause of the high impedances remain unknown. Likely surgery to be scheduled to determine the cause and resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID b3300542, serial# (B)(6), implanted: (B)(6) 2022, product type: lead, product ID b3300542m, serial# (B)(6), implanted: (B)(6) 2022, product type: lead, product ID b3400060, serial# (B)(6), implanted: (B)(6) 2022, product type: extension, product ID b3400060m, serial# (B)(6), implanted:(B)(6) 2022, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 08-apr-2024, UDI #:(B)(4); product ID: b3300542m, serial/lot #: (B)(6), ubd: 21-may-2024, UDI #: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 03-jun-2024, UDI#: (B)(4) ; product ID: b3400060m, serial/lot #: (B)(6), ubd: 14-apr-2024, UDI #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.